Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction, which was white foreign material on the air/water tube, air/water cylinder, and jet tube, could not be established. Based on the results of the investigation, the most probable cause of the malfunction, corrosion on the light guide lens, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material on air/water tube, air/water cylinder and on jet tube and corrosion on light guide lens. There was no patient involvement.